Event description:
It was reported that a peritoneal dialysis (pd) patient was not fully draining while in treatment and was also having trouble draining manually. The patient reported being constipated. The patient noted that they were unable to select options on the touch screen when pressed. Technical support assisted the patient to calibrate the screen. The patient discovered a fluid leak from the patient line during drain 5 of their pd treatment. The patient reported receiving a notice: draining slowly message during drain 5 of 5 of treatment. The message occurred multiple times. The blue pin that is closest to the patient was pushed in. The stay safe pin was pushed in because the patient thought it may have been leaking. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been provided.

Manufacturer narrative:
Correction provided in e3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not fully draining while in treatment and was also having trouble draining manually. The patient reported being constipated. The patient noted that they were unable to select options on the touch screen when pressed. Technical support assisted the patient to calibrate the screen. The patient discovered a fluid leak from the patient line during drain 5 of their pd treatment. The patient reported receiving a notice: draining slowly message during drain 5 of 5 of treatment. The message occurred multiple times. The blue pin that is closest to the patient was pushed in. The stay safe pin was pushed in because the patient thought it may have been leaking. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information requested but to date has not been provided.